Event description:
Customer reported receiving a sensor glucose reading that was 100 points higher than her blood glucose reading. Customer also reported having a blood glucose level of over 400 mg/dl. Customer stated that the insulin pump seemed to be dispensing insulin extremely. Blood glucose level at the time of the call was 141 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.